Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at the quick release. The patient noticed the insulin out of the tubing after changing the set. This issue occurred with two infusion sets. No further information available.